Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinician reported that the right ventricular lead exhibited noise. The asymptomatic patient presented for a routine device check. The clinician would discuss programming mode with the physician.